Event description:
It was reported that after unpacking, a broken catheter was identified. A 105x10mm renegade hi-flo catheter was selected and opened for use. The renegade catheter was broken and another 105x10mm renegade hi-flo catheter was used to complete the procedure.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found the catheter shaft was broken 8.1cm from the proximal with 9.4cm of braid exposed. Coating damage was evident distal to the break. There was no peeling or missing coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was user/use error as this occurs as a result of lack of adequate flush to the dispenser coil before removing the catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after unpacking, a broken catheter was identified. A 105x10mm renegade hi-flo catheter was selected and opened for use. The renegade catheter was broken and another 105x10mm renegade hi-flo catheter was used to complete the procedure.